Manufacturer narrative:
Based on the available information, this complaint is a duplicate of MFR #2518422-2024-100070. Refer to mfr2518422-2024-100070 for additional information.

Event description:
The customer reported that the device will be returned due to the user passing away currently there is no information that the death is related to the device. More information regarding the event is being requested. The manufacturer received information alleging death. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.